Event description:
Arthroprosthetic cobaltism and failed hip arthroplasty, cognitive decline, mental confusion, memory decline, extreme anxiety, profound fatigue, tinnitus, neuropathy, hip pain with grinding, popping squeaking noises, hypothyroidism, tachycardia (B)(6) 2008, total hip arthroplasty (B)(6) 2011, 1st hip revision (B)(6) 2011, 1st anterior dislocation (B)(6) 2011, 2nd anterior dislocation with trochanter fracture (B)(6) 2011, 2nd hip revision.